Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; water tightness was lost due to a pinhole found in both the channel tube and the connecting tube. In addition to the connecting tube being found to have coating peeling (1mm2 or more), the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the image guide (ig) bundle had a stain, due to damage on the charge-coupled device unit, a noisy image occurred, the connecting tube was dented, the control unit was deformed, and the universal cord had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an air/water leakage issue while using the evis lucera bronchofibervideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the connecting tube was found to have coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed connecting tube/snake tube coating peeling could not be determined, however, the issue is likely the result of stress due to repeated use, handling or other external factors. Olympus will continue to monitor field performance for this device.